Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the response button covers were missing and the front response button switch was defective. The cause of the inability to activate the monitor is the defective switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.